Manufacturer narrative:
(B)(4). S/w version 4.11d. Retainer ring: black. Customer complained on (B)(6) 2021 the pump is cracked. Insulin pump passed displacement test. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case (battery tube). The p-cap/reservoir does lock properly. Confirmed cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was fell to the ground and cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.